Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and it was observed that the silicone tubing was detached from the female connector. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a minicap "trasfer" set was detached (tubing separated from twist sleeve). This was observed after peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information was available.